Manufacturer narrative:
(B)(4). The checkup of the device history record for this lot proved that the right components were used and that the instrument agreed with the product specification. All working steps are documented. Complaint instrument 544995t, lot no. D5-01, 1 pc. Was received in (B)(4) on the 27th of september 2016 and forwarded to the supplier for further investigation. It was reported, that the clips fell out of the application sectors. Clips were attached by the returned shipment. After the functional test from our inspector, the instrument functioned perfectly. Instrument was sent to the supplier. The supplier reported on the 7th of october 2016 that the mouth part was measured and several clips were taken up and fired on a test tube. The dimension check proved that the instrument is within the specification. The clips could be taken up and be fired clearly on the test tube. Besides, there was no differences. For the other parts of the instrument there was no other damages. At the first time, the instrument was delivered to other remarks: (B)(4) in april 2015. Root cause: the given mistake could not be reproduced. Root cause unknown. No action initiated by supplier. The instrument shows minor traces of use. The instrument can be reworked for a cost. As preventive action, there is used a stronger rivet at the jaw since feb 2015 to prevent breakages. Complaint cannot be confirmed at this time.

Event description:
Clips fall out of the applier. Clips fell into the patient but they were removed. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. The manufacturer will continue to monitor and trend related events.

Event description:
Clips fall out of the applier. Clips fell into the patient but they were removed. The patient's condition was reported as fine.